Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient via a manufacturer representative regarding the same patient who was implanted with a neurostimulator for spinal pain on (B)(6) 2016. It was reported that the patient had the dressings removed on (B)(6) 2016 and there was a small opening in her incision. It was not infected at that time. The patient is older with thin skin. The implantable neurostimulator was discharged at that time, so the health care provider advised the patient to charge for short durations during the day to prevent overdischarge. A family member of the patient thought that the patient¿s wound opening seemed to be bigger/larger/had gotten worse. Steristrips were used to resolve the small opening in the incision and a family member of the patient reported that the area ¿looked great¿ on (B)(6) 2016. Additional information received on 2016-07-25 reported that a family member thought that the wound opening seemed to be bigger. The patient did not think that anything was wrong and did not want to go to the physician¿s office for a check-up. The patient was encouraged to make an appointment. The patient had been charging 15-20 minutes, 1-2 times daily. Additional information received from a manufacturer's representative (rep) reported he did not meet with the patient on (B)(6) 2016, but did talk to a nurse at the healthcare provider's (hcp) office who said that the patient was going to be schedule for both a pocket and lead revision on (B)(6) 2016 (lead revision captured in related event). It was later reported that the surgery was moved up to (B)(6) 2016. The patient was admitted to the hospital post explant for an infectious disease consult and antibiotic therapy. The patient's grad-daughter-in-law later notified the rep that the patient was being released from the hospital in good spirits and that the wound was positive for (B)(6). It was unknown which antibiotic was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.